Manufacturer narrative:
Additional patient identifier:(B)(6). Date of event: date of post-operative infection development is unknown. This report is for four (4) unknown 5.0mm cannulated locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted date: it is unknown when the original surgery and devices were implanted. Complainant device is not expected to be returned for manufacturer review/investigation. PMA / (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a distal femur plate construct due to infection on (B)(6) 2017. It is unknown when the original surgery and devices were implanted. Removed devices were intact and included one (1) 8 hole left distal femur condylar plate, four (4) 5.0mm cannulated locking screws, one (1) 7.3mm cannulated locking screw, three (3) solid 5.0mm locking screws and three (3) 4.5mm cortex screws. No surgical delay was noted in the revision surgery. No new hardware was implanted; surgeon placed antibiotic bone cement beads and closed the incision. Procedure was completed successfully without any surgical delay. Patient is listed as stable. This report is for four (4) unknown 5.0mm cannulated locking screws. This is report 5 of 5 for complaint (B)(4).